Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the sorbafix enhanced fixation device failed to secure the mesh and another device was used to secure the mesh due to the risk of mesh migration. There was no patient harm or injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to secure the mesh. The subject device was not available for evaluation. Based on the information provided and without having the sample to evaluate at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.